Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding'), suicide attempt ('I've even attempted to attempt suicide') and neoplasm malignant ('cancerous cells cysts') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), urticaria ("I immediately broke out full body with red raised hives"), pruritus ("itchy"), rash ("rash"), cyst ("cysts"), abdominal pain ("severe abdominal cramping"), discharge ("abnormal discharge"), migraine ("chronic migraine"), vulvovaginal dryness ("vaginal dryness"), dyspareunia ("painful sex"), alopecia ("my hair is falling out"), skin lesion ("I have sores all over my scalp") with pain, feeling abnormal ("I feel like I am constantly in a fog"), memory impairment ("I cant remember anything"), hypertension ("I have high blood pressure"), hypotension ("I have low blood pressure"), loss of consciousness ("I black out"), paraesthesia ("I have tingling in my arms"), hypoaesthesia ("my legs my feet were numb"), dehydration ("my body is always dehydrated"), weight fluctuation ("my weight is all over the place I gain 20 lose 15 gain 30 lose 20"), fatigue ("tired all the time"), loss of personal independence in daily activities ("I never want to do anything//I don't have a drive for life anymore"), arthropathy ("joint problems are yes for me its my elbows wrists and hips and ankles") and cardiac disorder ("I'm going to be on a permanent heart monitor") and was found to have neoplasm malignant (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the genital haemorrhage, suicide attempt, neoplasm malignant, urticaria, cyst, abdominal pain, discharge, migraine, vulvovaginal dryness, dyspareunia, alopecia, skin lesion, feeling abnormal, memory impairment, hypertension, hypotension, loss of consciousness, paraesthesia, hypoaesthesia, dehydration, weight fluctuation, fatigue, loss of personal independence in daily activities, arthropathy and cardiac disorder outcome was unknown, the pruritus had not resolved and the rash had resolved. The reporter considered abdominal pain, alopecia, arthropathy, cardiac disorder, cyst, dehydration, discharge, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, hypertension, hypoaesthesia, hypotension, loss of consciousness, loss of personal independence in daily activities, memory impairment, migraine, neoplasm malignant, paraesthesia, pruritus, rash, skin lesion, suicide attempt, urticaria, vulvovaginal dryness and weight fluctuation to be related to essure. Concerning the injuries reported in this case, the following ones reported via social media: urticaria, pruritus, rash, basal cell carcinoma, cyst, abdominal pain, genital haemorrhage, genital discharge, migraine, vulvovaginal dryness, dyspareunia, alopecia, skin lesion, feeling abnormal, memory impairment hypertension, hypotension, loss of consciousness, paraesthesia, hypoaesthesia, dehydration, weight fluctuation, fatigue, loss of personal independence in daily activities, attempted suicide, arthropathy, cardiac disorder nos. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.